Event description:
It was reported that the wake button on the pump was not working. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained. There was no adverse impact to the customer's blood glucose level.